Manufacturer narrative:
Unable to perform the displacement test due to broken trace found on menu button keypad overlay. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked retainer, cracked case behind the pump near the battery compartment, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.